Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy and correction bolus via the pump. No third-party assistance was required. Customer changed infusion set and cartridge to resolve the issue. At the time of report tandem technical support trouble shot the active alarm and determined there was a blockage in the cartridge. Ultimately, due to the ongoing alarms the pump was replaced, and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.